Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the leads were ¿defective,¿ so the whole system was explanted. No further complications are anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4); implanted: (B)(6) 2016; explanted: (B)(6) 2018; product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016; explanted: (B)(6) 2018; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the "defective" allegation was used to describe the leads had moved in the patient's spine. This was first noted by a healthcare professional (hcp) in (B)(6) 2017. The system was removed in (B)(6) 2018. They didn't know what caused the issue.